Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right atrial lead exhibited noise. The lead was tested through the psa and noise persisted. New psa cables were used and noise was still present. The lead was not used and replaced. The procedure was completed successfully and the patient was in stable condition.